Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose proglide instructions for use (eifu) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the reported eifu violation contributed to the reported difficulty. The patient effects of pain and hypotension are listed in the eifu as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, the proglide could not be inserted past the metallic part, and could not be inserted further. The patient complained of a pain, and local anesthesia was added. The proglide remained in the anatomy and was attempted to be inserted again, but the patient experienced severe pain. Vagotony occurred. As the blood pressure was decreased, noradrenaline, and then epinephrine was administered. The patient also experienced an abnormally slow heart rate. As blood pressure and heartbeat was increased, local anesthesia was added. The device was replaced with a second proglide device; however, a cuff miss [suture retrieval issue] occurred. A third proglide device was used to achieve hemostasis. There no reported clinically significant delay in the procedure or therapy. No additional information was provided.